Event description:
Related manufacturer reference number: 2017865-2023-36878. It was reported the atrial and right ventricular leads were capped and replaced on (B)(6) 2023 for an unknown reason. The patient condition was unknown. No further information was reported on this event.

Manufacturer narrative:
Further information was requested but not received.